Event description:
It was reported that, while attempting to replace the ear hook located at the top of the ear, the recipient used the teeth to remove the component and accidentally swallowed it. There was no allegation of serious injury associated with the issue. It is unknown whether replacement equipment was provided to the recipient.